Event description:
Customer reported that the bolus function on the insulin pump was not working and that he was not receiving the insulin delivery. He had not received any alarms or errors and was advised that the bolus may have not been programmed. Customer's diabetes specialist confirmed that the insulin pump was not working properly. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.